Manufacturer narrative:
(B)(4). This is report 1 of 2 associated with this device. The baxter's product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the issue of iipv found in the device logs. The device was determined to meet functional and electrical performance specification requirements. The device functioned normally during pal testing. A service history review revealed that no issues that may have contributed to the reported problem of iipv. The cause of the iipv found in the device logs was determined to be insufficient drain due to a use error; the clinician inappropriately set the minimum drain volume percentage setting too low (75%). A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 5. The patient's largest prescribed fill volume (lpfv) was 1500 ml and the drain volume was 2576 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.